Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The motor was tested outside the device and passed. No motor error alarms or excessive no delivery alarms noted. The insulin pump was received with intermittent button response noted due to corroded keypad traces. The insulin pump was also received with scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was performed. The device was returned for analysis.